Event description:
It was reported that during use, an 840 ventilator generated error codes which rendered the ventilator inoperable condition. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided. The covidien service engineer (se) inspected the device and was not able to duplicate the reported event. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.